Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient reported that the electrodes rub on his mole and caused it to bleed. There is no indication that the patient required medical intervention. The medical outcome is unknown due to follow up attempts were unsuccessful.